Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the staples were pre-fired before use, the surgeon was able to press the green button and the handle did not squeeze. There was no patient injury.